Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with known coronary artery disease was presented to the medical facility with non-st elevation myocardial infarction (nstemi) and unstable angina. Diagnosis revealed left main (lm) artery stenosis with loss of pulsatility. Upon completion of the case, it was reported that now pulses were present on the lower left extremity on the side where the impella had been implanted. An angiogram revealed an acute occlusion at the impella access site of the left common femoral artery. The procedural outcome was the patient survived surgery.